Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that review of the device's log showed the battery sn (B)(6) was installed on (B)(6) 2023. The device passed all weekly self-tests and displayed a "ready for use" status through 10/7/25. On 11/5/25, the device identified battery sn (B)(6) (previously used battery). The 200-joule test during battery start passed. Another battery insertion was recorded on (B)(6), and the 200-joule test again passed. The logs do not indicate which of the two batteries was inserted on (B)(6). These findings indicate that device power (battery) was removed at some point after (B)(6) 2025. The report does not specify which battery was installed on 11/6, nor does it clarify whether battery sn- (B)(6) was able to power on the device at that time. Critical errors were not present in the device's log file. The report of the intermittent power issue could not be duplicated during evaluation. Device successfully passed all functional testing without any issue. The device's off/on current testing results were acceptable results. Batteries were not provided for evaluation. No fault was found with the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.